Manufacturer narrative:
B3 event date / d10 therapy date: (B)(6) 2026 d4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. The reported event involved infusion of 7,000 mg methotrexate and 50 meq (milliequivalents) sodium bicarbonate in 1000 ml d5w (5% dextrose in water) at a programmed rate of 500 ml/hr over 2 hours via a left single lumen port. The pump indicated infusion completion; however, approximately 500 ml of solution remained in the bag. The pump was replaced multiple times and the infusion was eventually completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.